Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 165521: 100 items manufactured and released on (B)(6) 2016. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, 79 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on (B)(6) 2018 by medical affairs manager. One year after primary cemented total knee replacement, the patient was complaining about patellofemoral pain. Inset patella was performed. During this surgery the insert was resort to a thicker one. This is a common procedure during reoperation and it is not caused by any implant malfunction.

Event description:
About 1 year after primary the surgeon revised the patient for an inflammation causing a successive knee instability. The surgeon resurfaced the patella and swapped the insert. The surgery was completed successfully.